Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-18- user has high glucose value. Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter not sent to customer to contact customer care. No address on file for customer.

Event description:
Customer called in states the meter is reading hi display not fasting. Customer refused to provide me with the lot number of test strips and states she just wanted to know what hi indicates. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was refused by the customer. The meter memory was not reviewed for previous test result history. She declined to answer further questions and customer disconnected phone call.